Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced the infusion set was leaking at the site event on (B)(6) 2026. The infusion set had been in use for one day. The customer was able to change the infusion set. The non-serialized product was being replaced. No further information availability.